Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was initially placed successfully, however later on, fluoroscopy revealed that the rv lead had become dislodged and was sitting in the atrium. The rv lead was cannibalized to keep access and a larger lead was decided upon and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 694765 implantable tachy lead, implanted: (B)(6) 2008; product ID 507652 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The inner insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.